Event description:
Major pump unit(s) involved: blood pumpbearing failureother component: bearing failure.intervention(s): switch from vented electric to pneumatic-mode.other intervention : device explanted and hmii implantedtype: lvad

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.